Event description:
It was reported that during a carotid artery stenting procedure, catheter breakage occurred. The lesion being treated was located in the severely calcified left carotid artery. Following predilation with a 3mm unspecified balloon, the carotid wallstent delivery system was advanced to the lesion. However, the carotid wallstent delivery system could not cross the stenosis, so the carotid wallstent delivery system was withdrawn. During withdrawal, the catheter of the stent delivery system broke just beyond the stent. Another manufacturer's filter that had been previously placed was then used to retrieve the fragment with some difficulty. No pt symptoms or complications were reported. Pt status was reported as 'okay'.

Manufacturer narrative:
.